Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified concentration of vancomycin. After an unspecified length of time in use, the tubing was noted to be separated at the filter connection. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospital personnel.